Manufacturer narrative:
Product will not be returned for eval.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted during operative procedure. After a few hours of pumping, multiple alarms occurred with: drain failure excessive water build-up; repeat purge cycle; possible drain valve failure. Cold trap bottle was emptied; still the same alarm. After removing the front panel, water was seen in the internal coldtrap drain tubing. A third party service organization was informed." Another iab was not inserted - no need for. Pt outcome is good.